Event description:
After patient received alere's inratio pt/inr monitor system field notification letter, patient called alere to report an alleged discrepant low inratio inr result in comparison to the laboratory inr result which occurred approximately 2 years ago. The patient is unable to provide the actual date of occurrence, inratio values or laboratory values. Results are as follows: date: (B)(6) 2012, inratio inr: 2.1 or 2.2, laboratory inr: ---; (B)(6) 2014, ---, 13. (The time between testing was one (1) day). Patients therapeutic range 2.0 - 2.5. The patient was reportedly hospitalized and administered vitamin k during hospitalization, however, the patient was unable to provide the date of hospitalization, information regarding vitamin k dosage, or the reason for the warfarin dosage change. Follow-up questions were asked, but patient was unable to provide additional information.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, further investigation could not be performed. Customer did not provide a discrete inratio inr value for analysis. Unable to determine the accuracy of the inratio results without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The initial medwatch report included an incorrect date. The dates included were as follows: date: (B)(6) 2012, inratio inr: 2.1 or 2.2, laboratory inr:. On (B)(6) 2014, 13. The second date listed should have been (B)(6) 2012 instead of (B)(6) 2014.

Manufacturer narrative:
Investigation/conclusion: impedance curve analysis was not performed because the monitor was not returned. CAPA-(B)(4) was opened to address discrepant low >4 inr cases. (B)(4).